Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 500 mg/dl. The customer treated high blood glucose levels with manual injections. Customer decline to trouble shoot, no further information is provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.